Event description:
A report was received from (B)(6) stating the y-connector broke on the trach care device. Additional information received on 03/12/2015 stated a nurse heard the ventilator alarm and identified the air leak in the device. Once the air leak was identified the closed suction catheter was replaced by the nurse there was no reported patient injury.

Manufacturer narrative:
One sample device was returned. One 2.5mm y-adapter from a closed suction catheter (csc) was received but the csc device was not received. The tip of the adapter was broken off. The tip was not received. The tip was broken at the point of insertion into the adapter body. The bond between the tip and body remained intact. There were stress cracks and whitening along the broken edge. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.